Event description:
It was reported there was a loss of stimulation therapy for left-sided symptom control. The pt was not able to adjust stimulation therapy from the right-sided pulse generator with the programmer device. The spouse stated the pt programmer status lights indicated that the right-sided pulse generator was turned off; the programmer would not turn left-sided stimulation therapy back on. There were no problems reported for right-sided stimulation; the programmer indicated that the left-sided pulse generator was turned on. There were no symptoms reported. The pt was redirected to follow-up with the hcp. Add'l info has been requested from the physician, but was not available as of the date of this report.